Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itselfcould not be investigated. The information you provided has been entered into ourquality system as a complaint. These types of complaints are used to evaluate systemsand device performance throughout our organization and help to maintain and improvethe performance of our devices.should additional relevant information or the device itself become available, theinvestigation will be updated.

Event description:
Device found in backup mode after radiation treatment. Due to the backup mode settings, the patient received inappropriate therapy. The device was reinitialized and remains actively implanted.